Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted on the DHR, mrb, receiving inspection, internal rejects history, manufacturing controls and fmeas. The manufacturing review did not indicated any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon detached at the proximal balloon joint. Additionally the inner lumen was stretched and detached. Therefore, the investigation is confirmed for both balloon and catheter detachment, as well as for retraction issues. The inner lumen was inspected and the proximal marker band was noted to be detached and not returned; the distal marker band was intact on the inner lumen. Therefore, the investigation is confirmed for a detached marker band. Stretching was noted in the inner lumen, indicating that force was applied to the returned device. It is likely that this applied force resulted in the identified detachments. However, the definitive root cause for the identified issues could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly detached. Another device was used to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is still pending. The investigation of the reported event is currently underway. (Expiry date: 04/2021).

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly detached. Another device was used to complete the procedure. There was no reported patient involvement.